Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01255. It was reported that a rotawire fracture occurred. The target lesion was located in the anterior tibial artery. A 1.75mm peripheral rotalink® plus and a rotawire¿ were selected to be used. During preparation, while performing the drip test on the back table, outside of the patient, it was noted that the rota burr cut the rotawire. The damaged devices were removed and procedure was completed with another of the same device. No patient complications reported.